Event description:
Healthcare professional (hcp) reported pt receiving hemodialysis on the baxter meridian. Forty-five minutes into the treatment, the machine shut off without an audible alarm or visual notification on the monitor. They plugged the machine in another outlet, but were unable to get machine to power up. Blood was rinsed back to the pt and entire setup was discarded and treatment was restarted on another meridian device without incidents to report. Pt did not exhibit any adverse signs or symptoms and pt is feeling fine. Hcp stated there was no pt injury and no medical intervention was necessary as a result of this event.